Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was overheating. There was patient involvement. However there was no adverse event reported. A getinge field service engineer (fse) evaluated the unit and found several logs of compressor motor speed adjustments at the time of the incident, the number of times listed led fse to believe that this caused the over temp error. Fse resolved the issue by replacing (B)(6) compressor, scroll and associated filters. Fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use. The defective components were received for further investigation. Please refer to the root cause evaluation field for details. The failure analysis and testing department received compressor scroll. This part was received with a reported unit failure message of overtempt alarm. Performed visual inspection of this part received and part looks to be in good condition. Installed compressor scroll into the cardiosave test fixture and tested to the factory specifications per the cardiosave service manual. The failure analysis and testing department pumped the unit for 3 hours and did not observe overtempt alarm on screen. The failure analysis and testing department could not verify the failure message of overtempt alarm. Compressor scroll passed testing. Retaining compressor scroll in the fat dept. Per procedure 0002-07-d008 rev aq. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp)unit displayed "system over temp" there was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a